Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) alarm was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because there was an open clamp on unused supply line. Labeling review finds the labeling adequate for the user error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient (hp). The hp had left the final line clamp open. The tsr explained the alarm and had the hp cycle power. The tsr then explained that hp will need to start over with new supplies. The tsr advised the hp to let the nurse know what happened in the next 24 hours. Product surveillance contacted the hp on (B)(6) 2011. The hp stated that she did not develop any adverse reactions or need any medical intervention due to this event. The hp also stated this was an isolated event and she is currently performing therapy without any complications. No further information is available.